Manufacturer narrative:
Block h6: imdrf impact code f2203 captures the reportable event of imaging required. Imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate a pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the gray hub of the deployment system fell apart as they were removing the yellow security lock stent lock fell apart during insertion. The entire stent was removed. Due to the presence of the safety guidewire, the procedure could be completed using another stent. Following the successfully deployment of the new stent, an x-ray examination (euh picture) was performed to verify the position of the placed stent and the safety double-pigtail plastic stent through the lumen of the hot axios, with no evidence of migration. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate a pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the gray hub of the deployment system fell apart as they were removing the yellow security lock stent lock fell apart during insertion. The entire stent was removed. Due to the presence of the safety guidewire, the procedure could be completed using another stent. Following the successfully deployment of the new stent, an x-ray examination (euh picture) was performed to verify the position of the placed stent and the safety double-pigtail plastic stent through the lumen of the hot axios, with no evidence of migration. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f2203 captures the reportable event of imaging required. Imdrf device code a0401 captures the reportable event of handle break. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection noticed that the handle was broken (the slider and the copper wire were returned detached). Functional stent deployment inspection was performed, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Product analysis could confirm the reported event of handle break. The investigation concluded that the event was most likely due to procedural factors as handling of the device and the technique used by the physician, could have resulted in the detachments encountered to the device. Additionally, the clinical observation cannot be confirmed because they happened during the procedure and there is no objective evidence or descriptive conditions to confirm. Therefore, taking all available information into consideration, the overall root cause of the reported event is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.